Event description:
While setting up with the patient on the table, machine showed 'high impedance'. Surgeon went through five probes before they finally cancelled the rf procedure. Or nurse stated that the unit would not respond for them at all. The case was rescheduled a couple of days later when they received a replacement. The case was completed without any problems.

Manufacturer narrative:
Unit passed all functional tests and was within specifications. No problem found.